Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device will not charge. There was no reported patient involvement.

Manufacturer narrative:
This case will be considered a duplicate to report #:1218950-2016-04400.